Event description:
It was reported the patient experienced stimulation in the wrong locations and the "electrodes were not working." It was also stated the patient had "trouble with the stimulation location ever since the first implantable neurostimulator (ins) was changed" in 2001. It was also noted the patient's pain was worse when she lay down and had stopped using the ins. Reportedly the patient had not had the ins checked or had any programming adjustments since "around 2005-2006." It was also reported the ins "didn't work", and the healthcare provider (hcp) didn't "check the electrodes on the spine, which needed to be redone." It was stated the manufacturer representative "checked and discovered the leads were broken" approximately six months after the implant was placed in 2005. It was also stated the patient could not get stimulation for the bottom of her leg; "it used to work great, now it didn't work as well, like it should." The patient was redirected to her healthcare provider.

Event description:
It was noted that the patient had had "6 hours of seizures".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3586, serial# (B)(4), implanted: (B)(6) 2001. Product type: lead: product ID 7496, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension. (B)(4).

Event description:
Additional information stated the cause of the event was unknown. It was also reported the patient understood that her device was not working ¿as it should,¿ but the patient did not want to be sent to a neurosurgeon because she would not have surgery.